Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported 3 hypoglycemic events while using the aviva system. On (B)(6)2017 at 5:44pm the customer received a blood glucose result of 133 mg/dl and administered 30 units of unknown insulin. The customer experienced hypoglycemic symptoms of feeling groggy, cold sweats, muscle weakness, and unable to think clearly. At 7:38pm he received a blood glucose result of 69 mg/dl and at 7:42pm he received a result of 71 mg/dl. The customer's wife treated him with lemon juice. The customer states he felt better about an hour after drinking the lemon juice. No hospitalization was required. On (B)(6)2017 at 12:13pm the customer received a blood glucose result of 192 mg/dl and administered 36 units of unknown insulin. At 2:04pm the patient felt hypoglycemic symptoms, but he received a high reading of 151 mg/dl on his aviva system. No actions were taken. At 3:57pm customer received a blood glucose result of 72 mg/dl and at 4:06pm he received a result of 78 mg/dl. The customer experienced hypoglycemic symptoms of feeling groggy, cold sweats, muscle weakness, and unable to think clearly. The customer states he felt like passing out, but remained conscious. The customer treated himself with 2 glucose tablets, but was still experiencing symptoms. The daughter then treated him with 5 glasses of (B)(6). The customer states that it took an hour for him to feel better after the incident. No hospitalization was required. On (B)(6)2017 at 2:14pm the customer received a blood glucose result of 159 mg/dl and administered 22 units of unknown insulin. At 5:36pm the customer received a blood glucose result of 97 mg/dl, and was having hypoglycemic symptoms. The customer states he was feeling shaky and not well. The customer's wife treated him with lemon juice. The customer states he felt better 10-15 minutes after drinking the lemon juice. No hospitalization was required. Return of the suspect device was requested for evaluation.